Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the trocar was damaged when it was inserted into the body and as a result, a piece of the trocar broke off, disengaged into the pt cavity, and was retrieved. Procedure: lap chole. Patient status: no pt injury reported.